Event description:
It was reported that during an arthroscopy procedure, the acufex retrograde drill was working well on femur tunnel preparation but during the tibial tunnel preparation, the tip of the drill broke and got stuck inside the tibial tunnel. The broken piece was then removed manually using a grasper. The procedure was completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The patient current status is ok.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The entire proximal end of the device is fractured away. The actuator wire and orange guide are no longer connected to the shaft. The retrograde drill is fractured out of the housing. There is biological debris on the returned components. This case reports the drill tip broke during the tibial tunnel preparation and became stuck in the tibial tunnel. The provided undated/unlabeled photo of the device was reviewed and appears to show the drill with a broken tip. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported is not anticipated, as the broken piece was reportedly removed using graspers. The procedure was completed with a non-significant delay using a back-up device in the originally drilled bone hole. The patient¿s current status, is reportedly ok. No patient injury has been alleged. Therefore, no further clinical medical/assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.